Event description:
The composite hlth care system (chcs) is a system used by military hosps to send/receive info to and form the defense blood standard system (dbss). Chcs is able to overwrite pt/donor demographic info stored in dbss. The change to the pt/donor demographics is done with no warning or notification to the user that a change was triggered by chcs.